Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that multiple issues re access tip. Verbatim: /omitted/ advised me to reach to you regarding a possible product defect we discovered in the (B)(6) lab yesterday morning. This product is manufactured in the (B)(4) and we made /omitted/ and /omitted/ aware of this observation yesterday afternoon. I was made aware of this yesterday at 9:46 am (central) by our lab tech, /omitted/. Observations (n=1): the dilator on the lockable access tip has a molding defect which is a .046¿ wide groove located .083¿ from the distal end of the tip. The dilator on the lockable access tip has a molding defect which is a thicker section of plastic located .377¿ from the distal end of the tip. This section of the dilator should gradually taper down to the distal end of the tip. The dilator on the lockable access tip has a molding defect which is a deflected/off-center dilator. Defect was discovered after performing a leak test and discovered that this part could not provide an air tight seal.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: three samples of lot 0001403586 and one presentation with different photos were provided to our quality team for investigation. Through visual inspection, deformations on the surface of the samples observed; therefore, the reported failure could be verified. A review of the internal manufacturing device records and raw material history files for the lot 0001403586 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. However, during the investigation it was observed that dispensing excess cyclohexanone could cause some deformations to the component. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
Observations (n=1): the dilator on the lockable access tip has a molding defect which is a .046¿ wide groove located .083¿ from the distal end of the tip. The dilator on the lockable access tip has a molding defect which is a thicker section of plastic located .377¿ from the distal end of the tip. This section of the dilator should gradually taper down to the distal end of the tip. The dilator on the lockable access tip has a molding defect which is a deflected/off-center dilator. Defect was discovered after performing a leak test and discovered that this part could not provide an air tight seal. Leakage.